Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the passive planar probe was brought into the field the navigation system recognized the instrument as a tracker and would bring up the calibration prompt. The site claimed this occurred with both the passive planar probe and the scope probe. It was also reported that the issue had occurred on two other navigation systems at this account. It was unknown if there was a patient present for this event.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system passed all test and performed as intended. No fault was found and on parts required replacement. If information is provided in the future, a supplemental report will be issued.